Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 270 mg/dl at the time of the incident and current blood glucose was 204 mg/dl. The customer¿s blood glucose level was 52 mg/dl the customer had symptoms such as muscle pain joint pain. The customer was treated with glucagon, carbohydrates, pump and syringe. The customer allege pump was under delivering because the piston was not loading. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised if high blood glucose persist following the set change we can perform and high pressure test. The insulin pump will not be returned for analysis.